Manufacturer narrative:
The investigation for the reported saturated flow has been completed. The pump was not returned for investigation. Data logs show the pump reaching saturated flow after reported motor current spike. The doctor explanted the pump due to elevated motor current and saturated pump flow. The cause of the saturated pump flow issue was most likely biomaterial, based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 92-year-old white female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support pre-percutaneous coronary intervention. During support, the impella had saturated pump flows. A clot had migrated into the left ventricle and into the pump causing pump motor saturation. The impella was replaced with no patient harm.